Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from date manufacturer was made aware.

Event description:
It was reported that the patients spinal cord stimulation (scs) was shutting off on its own and patient had a return of pain symptoms when this occurs. The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. All impedances were within the expected range. The ipg remains implanted in the patient and delivering therapy.